Manufacturer narrative:
The reported event of oversensing could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the implantable cardioverter defibrillator was oversensing due to crosstalk. The device was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.